Event description:
Took sitzmarks capsule, approx 45-60 min. Later swelling of bottom lip, (was having lunch at bob evans vegetable soup & salad), after 3 hrs went to ER, called dr. For side effects of capsule, non known, swelling in chin, cheek throat felt "funny", ER personnel indicated back, rt. Side of throat was swelling, administered IV (benadryl, steroids), after 2.5 hrs swelling subsiding, looked at hands and fingers which were red/palms white; feet and toes similar; second round of IV & meds, released at 7 p.m. Instructed to take benadryl every 4-6 hours for 24 hrs. Uninterrupted. Prescription for medrol (steroid pack). Returned to restaurant to find out what was in food and found out that the soup contained anchovies. Pt has shellfish allergy.

Manufacturer narrative:
Patient claims allergic rxn. Unable to duplicate this rexn. With device in laboratory testing.